Event description:
It was reported there were impedances greater than 10,000 ohms. It was stated, the device was "running at 0.7v." No issues with therapy were reported. It was stated, the impedance check was completed for magnetic resonance imaging (MRI) clearance. Four days later, it was reported, the patient received a head MRI on (B)(6) 2012. The MRI was performed due to the patient "blacking out." The system was checked both "pre and post test." The results were reported as being the same. It was noted that the patient "had been and continues to get great therapeutic benefit." No malfunctions were reported and no interventions were planned. No further information was reported.

Manufacturer narrative:
Product ID, 3998 lot# v433773, implanted: 2010 (B)(6), product type lead product ID, 3888-45 lot# v399800, implanted: 2010 (B)(6), product type lead product ID, 3888-45 lot# v452778, implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID, 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).